Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastr ointestinal/ pelvic floor. It was reported that their old device isn't working correctly and they a replacing it with a new one. How long do I want to exercise after the surgery? They normally workout every day and they are concerned about now being able to.